Manufacturer narrative:
According to provided information statement, the o2 gas module and turbine have been pointed as defective. No more information was provided. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The turbine module generates compressed air and delivers air to the inspiratory gas. The device's logs and claimed parts were not provided for further analysis. The cause of the issue has been determined as related to o2 gas module and turbine.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).